Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned with the reported problem of repeated recoverable fault 32114 on usm 4 and was confirmed via logs but not replicated during in-house testing. The unit was tested on an in-house system in normal mode where all tests passed with no related errors. The unit was also tested on a testing platform where it passed all required tests.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the clinical sales rep (csr) called a technical support engineer (tse) and reported the customer had repeated recoverable faults on universal surgical manipulator (usm) 4, which forced them to disable the arm. Before calling technical support, the customer had rebooted the system without success. The tse reviewed error logs and found several communication errors between axis controller arm (aca) and axes controller motor (acm) boards within usm 4. The customer continued the procedure with 3 arms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a test drive and found no errors. However, the universal surgical manipulator (usm) was replaced to address the reported issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.